Manufacturer narrative:
Approximate age of the device is 62 days. The manufacturer is attempting to acquire the explanted pump for analysis. The event occurred at (B)(6). The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the pump. Examination of the outlet stator found a red, tissue-like thrombus around the outlet bearing. The tissue did not show laminated layering, indicating that the thrombus did not form in the outlet stator. Visual inspection of the pump rotor found contact marks on the distal end of the rotor and the distal bearing cup, indicating that the outlet stator thrombus was present during pump operation. Examination of the pump rotor found a red, tissue-like thrombus in one of the rotor vanes. The tissue was not adhered and did not show laminated layering, indicating that the thrombus did not form on the rotor. Examination of the inlet bearing found a small ring of tissue-like thrombus around the inlet bearing. The tissue was comprised of a single layer and had a very soft texture, indicating the ring was likely an acute formation. Samples of the observed thrombi were sent to an outside lab for histology. All of the submitted samples were found to be consistent with fibrin. The sample from the pump rotor was reported to have histological features suggestive of a "pass-through" thrombus from an upstream location. Yellow-bronze staining was observed within the outlet stator sample, which may indicate local hemolysis. The observed thrombi would have contributed to the reported hemolysis, flow issues, and decreased pi. The thrombi also would have caused increased rotor drag, resulting in the reported power elevations. The evaluation could not conclusively determine the origins of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 62 days post-implant, it was reported that the patient had hemolysis and pump thrombosis was suspected. The patient¿s lactate dehydrogenase (ldh) and transaminase levels were elevated and blood was reported in the patient¿s urine. An echocardiogram indicated low flow towards the inflow conduit and at the outflow graft anastomosis site. It was also reported that the patient¿s pump power had increased and the aortic valve opened with each beat. On (B)(6) 2015 a pump exchange was performed.